Event description:
It was reported that. The patient developed an infection at the pocket site. The patient experienced discomfort, erosion and pain. The implantable pulse generator (ipg) system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5152684.